Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was unable to be detached from the pusher assembly. During functional testing, while attempting to detach the smart coil using a demonstration handle, the braided section of the pusher assembly compressed when the pull wire was retracted. The smart coil was then attempted to be detached manually and the same issue occurred. The braided shaft was undamaged; therefore, the root cause of the detachment issue could not be determined. Further evaluation of the device revealed that the pet lock was separated, and the embolization coil had offset coil winds. The damaged pet lock was likely a result of the detachment attempt during the procedure. The offset coil winds on the embolization coil was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of detachment issue h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, two smart coils were detached into the target vessel using the handle. While attempting to detach the third smart coil, it did not detach. After three attempts were made to manually detach the smart coil, it was removed from the patient. The procedure was completed using six non-penumbra coils. There was no report of an adverse effect to the patient.